Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026 and the patient was treated with pump and patient also reported misuse since patient pump was worn fourteen inches below the location of the infusion set.

Manufacturer narrative:
E1: (B)(6) patient country: canada. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.